Event description:
It was reported on (B)(6) 2011 that a vns patient implanted in (B)(6) 2006 was at the office for a routine follow up and high lead impedance (7/limit/high/no) was observed on diagnostic testing performed (unknown which mode). The patient's settings were 2.5/30/500/30/3/2.75/500/60. The patient's last office visit was in (B)(6) 2010, however the specific diagnostic results obtained at that time were unavailable. There was no known increase in seizure activity. X-rays were taken and sent to the manufacturer for review. Analysis of the x-rays was performed where it was found that the lead pin may not be fully inserted into the generator and two suspect areas were identified in the lead body where it did not appear to be continuous. Additional follow up was performed with the site when it was reported that the patient may not be taken care of well as she would routinely show up to her father's house with bruises. The patient does wear a backpack, however it is unclear if this would have damaged the device. The patient underwent revision surgery on (B)(6) 2011, however it appears that only the generator was replaced.

Event description:
Additional information received revealed that both the lead and generator were replaced. During revision surgery, the new generator was connected to the existing leads and high lead impedance readings were obtained (specific test results not provided) therefore the lead was explanted and replaced. Once the new lead was attached to the new generator, diagnostic results were said to be within normal limits (specific test results were not provided). It is believed that the lead was discarded after surgery. The explanted generator was returned to the manufacturer for analysis and performed according to functional specifications. There was no condition noted during the evaluation to suggest any anomaly with the device.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device review of x-rays by the manufacturer revealed two areas where the lead did not appear to be continuous. Device failure occurred, but did not cause or contribute to a death or serious injury.